Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microorganisms were detected as follows, from samples taken from the subject device which was reprocessed using an olympus automated endoscope reprocessor model etd-3(not available in the USA). There was no report of infection associated with this report. First time - inside of the 4 channels: aerobic bacteria(90 cfu/endoscope). Second time - inside of the 4 channels: aerobic bacteria( >100 cfu/endoscope). Third time - inside of the air/water channel: aerobic bacteria( >100cfu/endoscope), pseudomonas spp(the number of bacteria is unknown.). - inside of the elevator channel: aerobic bacteria( >100cfu/endoscope). - inside of the suction channel: aerobic bacteria( >100cfu/endoscope). Enterobacteria(the number of bacteria is unknown.) Fourth time - inside of the 4 channels: aerobic bacteria(7 cfu/endoscope).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent the subject device again to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel, suction channel, air/water channel and elevator channel of the subject device. Therefore, it satisfied the french guideline. Also, olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device additional informations. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, the microbes were detected as follows, from samples taken from the subject device. Therefore, it became "alert level" in the (B)(4) guideline. Instrument channel: bacillus spp.(1 cfu/endoscope), coagulase -negative staphylococci(7 cfu/endoscope) suction channel: bacillus spp.(1 cfu/endoscope), coagulase -negative staphylococci(1 cfu/endoscope) air/water channel: coagulase -negative staphylococci(4 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.